Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 128 mg/dl. The customer experienced symptoms such as blurred vision and feeling shaky at school. The customer was treated with manual injection. She has celiac disease so they have to be careful in what she eats. The customer was exposed to x-rays. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.